Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, and cts planned to follow up.